Event description:
Pt reported testing her blood glucose (value obtained not provided), using the suspect device, around 10:30 am. Based on the result obtained, pt reportedly took her medication and ate as normal. Pt indicated that, approx 2 - 2.5 hour later, she lost consciousness. Pt stated that emergency medical services were contacted, on her behalf, and she was subsequently transported to the emergency room for treatment. Pt was reportedly treated for low blood glucose. Pt did not provide any additional details about treatment received, or blood glucose values obtained while being treated in the emergency room. Additionally, pt did not indicate whether she was admitted to the hospital or the duration of treatment. Pt's current condition: ok. At the time of the report, the pt had already disposed of the strips that were in use at the time of the event. Quality control testing had not been performed on the device.